Event description:
It was reported the scs system was explanted while undergoing surgical intervention for another unrelated device. Follow-up revealed the pt was not receiving adequate coverage and opted to have the system removed during the same day of the procedure. The exact day is unk.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.